Event description:
Per email: spoke with patient and pump was alarming no disposable- pump won't run. Pump says stopped but continues to alarm. Reviewed settings and powered the pump off. Closed clamp and removed cassette. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered the pump off and removed the cassette again. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off, patient will he clinic for further instructions. No further questions at this time. Rate- 2ml, resvol- 92, given- 5.45ml. No additional information available.